Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2022. The patient was discharged on eliquis for 45 days, then dual antiplatelet therapy for 6 months, and then 81mg aspirin following that. The patient had a routine 45 day, and one (1) year follow up transesophageal echocardiography (tee) imaging and there was no issue. The patient had a recent computed tomography (CT), and a device related thrombus was noted on the closure device. The patient was placed back on anticoagulation medication (eliquis) and repeat imaging will be completed.